Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the patella mill did not remove enough bone. Another patella mill was utilized to complete the procedure.